Event description:
It was reported that the patient with this right ventricular (rv) lead exhibited infection. Also, this rv lead in left ventricular (lv) channel exhibited high output. A revision was performed and the crt-d along with the right atrial (ra) lead, left bundle branch (lbb) lead, and rv lead were explanted. No adverse patient effects were reported. The rv lead will be returned.